Manufacturer narrative:
Product complaint #(B)(4). Date sent to the FDA: 5/17/2023. H6 component code: g07002 no device problem found. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one empty labeled winding former, one needle-suture piece, one detached needle, and one suture piece that pertain to product code x763h. This product code is double-armed. Upon visual inspection, the returned two samples were evaluated. The swage and attachment area were noted to be as expected. One of the samples was noted with the suture to be still attached to the barrel hole. The ends of the sutures were observed to be cut possibly caused by a surgical instrument. As with any device, care should be taken to avoid damage to the strand when handling. During the visual inspection of the detached needle, the swage and attachment area was noted to be as expected. The barrel hole of the needles was examined under magnification and remnant suture was observed. As part of ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2023-02892, 2210968-2023-02893, 2210968-2023-02894.

Event description:
It was reported, that a patient underwent an unknown procedure on (B)(6) 2023, and suture was used. During the procedure, the needle detached from the suture immediately during use. It was not a control release needle. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
(B)(4). H6 component code: g07002. Device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: please provide how many times the needle detached during this one procedure? Unk. Please provide lot number = sjmqlq. Procedure name? Unk. Events reported via: 2210968-2023-02893, 2210968-2023-02894.